Event description:
Customer reported inaccurate sensor readings. Customer's blood glucose was 39 mg/dl, but his sensor reading was 149 mg/dl. He treated with food. Customer stated he is low because he was treating off his sensor, which was reading high. The sensor has been inaccurate since he inserted it. Customer follows proper sensor insertion and calibration methods. He was advised to monitor the issue and call back if he gets any calibration or change sensor errors. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.